Event description:
A pt had axillobifemoral bypass contruction surgery in december, 2003. During the procedure, bioglue surgical adhesive was used as an adjunct to standard methods of surgery in order to seal the anastomosis. At approx 4 months post-surgery. The patient presented with drainage from both groin incisions. A physician exam was performed and revealed a single sinus tract in both groin incisions drainging a moderate amount of purulent discharge. The wounds were irrigated and the pt was given instructions to care for the wounds and return in approx 2 weeks. Additionally, a small piece of bioglue was removed. Cultures were performed on the drainage from the site, which revealed methiclillin-resistant staph, epidermidis. The pt was instructed to continue a prescription of bactrim previously given for a urinary tract infection.